Manufacturer narrative:
The device has not been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The hcp reported at the pt's refill visit the same amount of drug put into the pump 36 days prior was aspirated from the pump. A rotor study was performed (date not reported) and it showed the pump did not work. A catheter dye study was performed (date not reported) and showed the catheter to be in place. The hcp reported no pt injury. The pump was replaced. The pt recovered without sequela. The pump was programmed to deliver baclofen - unk whether lioresal or compounded. The concentration and dose were not reported.